Event description:
It was reported that during a battery replacement procedure, noise with oversensing was observed with electrocautery use and it was noted that "the pulse seems to have extended". It was noted that the patient had an intrinsic heart rate of 50 bpm and the device was programmed to vvi 40. Additional information received clarified that there was pacing inhibition with greater than two seconds of asystole as well as pacing delivered when not required. The observed behavior stopped when electrocautery was stopped. The pacemaker was explanted and replaced. No adverse patient effects were reported. The pacemaker will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. During testing, no noise was noted on the electrograms and event markers. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The altrua system guide states "electrosurgical cautery could induce ventricular arrhythmias and/or fibrillation, may cause asynchronous or inhibited pacemaker operation, or may trigger the eol indicator."

Event description:
It was reported that during a battery replacement procedure, noise with oversensing was observed with electrocautery use and it was noted that "the pulse seems to have extended". It was noted that the patient had an intrinsic heart rate of 50 bpm and the device was programmed to vvi 40. Additional information received clarified that there was pacing inhibition with greater than two seconds of asystole as well as pacing delivered when not required. The observed behavior stopped when electrocautery was stopped. The pacemaker was explanted and replaced. No adverse patient effects were reported. The pacemaker will be returned for analysis. Additional information received reported that this pacemaker was returned for analysis.